Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Company representative reported via email that the customer was called and the customer reported that she had a severe high blood glucose event back in june and the emergency medical serviced had to be called. The customer stated that it was not related to the insulin pump.